Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up appointment the battery voltage was 2.67 volts and the charge time was 17.9 seconds. Six months prior, the battery voltage was 2.8 volts and the charge time was 15.4 seconds. The next follow-up appointment was scheduled for three months. No adverse patient effects were reported.